Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; positional changes of an endurant endograft leading to simultaneous ipsilateral iliac limb obstruction and contralateral type iiia endoleak. Nikolaos schoretsanitis, christos argyriou, alexandrina s. Nikova, christina d. Valsamidou, efstratios I. Georgakarakos, miltos k. L azarides, and george s. Georgiadis, alexandroupolis, ann vasc surg 2018; (48): 252.e9¿252.e published online: 6 february 2018 https://doi.org/10.1016/j.avsg.2017.10.025. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 95mm infrarenal abdominal aortic aneurysm on an unknown date. The patient was treated outside the instructions for use (IFU) for the endurant stent graft as the proximal aortic neck measured 8 mm in length, of maximum diameter 31 mm, the infrarenal angulation was >60 and the neck morphology was reversed conical (diameter was between 29 and 31 mm for the initial 8 mm and for the next 15 mm was between 31 and 33 mm). Hostile anatomy was observed also in iliac arteries with severe (w90) iliac axis angulation, while the right and left common iliac artery measured 24 mm and 20 mm in diameter, respectively. Additional extensions were placed in the right (due to type ib endoleak) and left (due to short landing zone) iliac arteries, respectively, sealing just before the iliac bifurcation. The final completion angiography confirmed the exclusion of the aneurysm with no signs of any endoleak. It was reported that approximately 5 years post the index procedure the patient presented emergently with acute left limb ischemia due to the occlusion of the left iliac limb of the endurant endograft. The admission computed tomography angiography revealed also a type iiia endoleak due to modular disconnection of the iliac extensions from the right iliaclimb of the endograft main body. An increased kinking of the right limb was observed leading to an almost cross-limb configuration of the limbs had been observed at the 4 year follow up. The ischemia was treated with a femoro-femoral cross-over bypass, and the endoleak was corrected with the position of 2 endurant iliac limb extensions bridging the dislocated endograft pieces. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.